Event description:
The pt underwent cardiac catheterization with stent placement. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. He did not take the time to align the star on the hub upright and allow the interlocks to engage prior to needle deployment. The needles struck the barrel face on deployment. Back down of the needles was successful, as verified on fluoroscopy. The device could not be readily removed. A vascular surgeon was called to perform a cut down to remove the device. The surgeon confirmed that the needles were in full back down position, but the sutures were not fully in the sheath. The pt did fine and was discharged the following day.